Event description:
It was reported the patient's drg lead at l2 was re-positioned on (B)(6) 2017 due to lead migration. Reportedly, the patient lost therapy approximately three months prior. The patient reported receiving effective stimulation therapy coverage after the lead was re-positioned.